Event description:
It was reported that during a da vinci si hysterectomy procedure, the welding on the cannula came undone and started to move on the single site curved cannula accessory. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found weld defect. The tube rotated with respect to the bowel and was removed form the bowel with little force. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.